Manufacturer narrative:
(B)(4).

Event description:
An endurant aui was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. During a follow up it was reported that the aneurx limb was thrombosed. In addition the patient had large hypo gastric aneurysm. The physician planned the intervention with an aui coming from the native aorta to the rt limb open repair. The physician experienced difficulties accessing the device due to the tortuous fibrotic anatomy and possibly scar tissue from previous repairs. The endurant aui was delivered at the intended location; however, during removal of the delivery system and upon remaking the delivery system, the tip capture became lodged in the 9mm segment of the open graft limb which now had a 14mm segment of the endurant aui. After severe twisting, pulling and manipulation the delivery system was removed from the patient. Due to the removal difficulties the physician had to repair the cfa lesion by implanting an assurant cobalt peripheral stent. No additional clinical sequelae were reported and the patient is doing fine.